Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy due to atrial fibrillation. It was noted that atrial fibrillation was read as vt1 instead of svt. Programming changes were made. The patient was stable.